Event description:
During an mis procedure, the mid1 was used to dissect the left atrium and post articulation, some bleeding was noted. The surgeon was able to control the bleeding and the pt went on by-pass. The pressure started to drop and the surgeon performed a sternotomy. The surgeon then realized the pt had suffered an aortic dissection. A second surgeon present at the case stated in an email that this incident was not due to the device, but was related to surgical technique. The device did not cause of contribute to this event.

Manufacturer narrative:
Evaluation summary: the device involved in the event was discarded. A retained sample of the device from the same lot evaluated. The retained sample was evaluated for functionality. There was no issues noted for the functionality of the device. Also, the device history record was reviewed for lot 14453 and no anomalies were noted related to this event.